Event description:
It was reported that the patient experienced fluid/fluid leakage and pressure at the lumbar incision. At the time of the surgery, there was no fluid leaking from the lumbar incision. It was stated that the wound was explored for cerebrospinal fluid (csf) leaks and a purse string suture was added. It was stated that no product revision or replacement was done. No additional diagnostic testing or troubleshooting was required. The patient's status at the time of the event was stated to be alive with no injury. The pump was used to deliver gablofen. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2015, product type catheter. (B)(4).